Event description:
It was reported via repair work order that the fowler was experiencing phantom motion due to malfunction siderail cables. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.